Event description:
It was reported that, "the surgeon could not combine the nrg insert trial with the series 7000 standard tibia because the trial was slightly larger than top face of the baseplate. Therefore, he cut a convexed part of trial and used it without any problems."

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in a supplemental report.